Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1cm and in the left upper lobe (anterior segment). Tools utilized included a 23g flexision needle (5 passes), cytology brush (5 passes), and bronchoalveolar lavage(s) was performed. Imaging modalities used were c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging utilizing ebus was performed. The diagnosis obtained from pathology was adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.